Event description:
It was reported that the customer had normal blood glucose levels of 101 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on the keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with severely scratched display window and cracked reservoir tube lip.